Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had entered maintenance mode. The field service engineer (fse) observed that the med station had occasionally been powered off and had sometimes restarted itself. The fse had checked the cable connections in the electronic drawer and had verified the incoming voltage to the station using a digital voltage meter, confirming 119volt alternating current. After checking the bus cable connection to the drawers and identifying obvious issues, the fse replaced the power module as a precaution. The bus cable had been inspected, and its tension had been adjusted, ensuring proper functionality. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system gone into maintenance mode. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.